Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the left master tool manipulator finger clutch did not move as expected; that it felt as if it was getting "sticky". The operating room team proceeded with the surgery. They were able to complete the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient information could not be provided. The following day isi field service engineer replaced the arm and the system is now working without issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found residue build up in hinged finger grip. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.no image or procedure video was provided. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed no system errors. Additional log reviews confirmed that system sl0256 was used on (B)(6) 2022 for a esophagectomy transthoracic chest anastomosis procedure.this complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the left master tool manipulator finger clutch did not move as expected; that it felt as if it was getting "sticky". The master tool manipulator was replaced after the completion of a surgical procedure to correct issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure (grip calibration failure along axis 8 / gimbal grip) during calibration (via matlab). The following parts will be replaced as a fix: gimbal grip pads, grip lever, inner grip spring, and outer grip spring.